Event description:
Customer called to report that her husband ended up calling ems because she was not acting herself. He checked her blood glucose (bg) with the pdm and it read 253 mg/dl. With a separate meter, it was 27 mg/dl. No further info is available including: blood glucose strip lot#, expiration date, monitoring technique, etc.

Manufacturer narrative:
The product was not returned for eval. The pt confirmed the bg readings with another device before taking any action, per user instructions. Unable to confirm any product malfunction. No test strips were identified by the customer, therefore, no comparative testing could be performed on the user's strips. No conclusion can be drawn.